Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported an elective replacement indicator (eri) as of (B)(6) 2016. It was stated that there was a dissatisfaction with the implantable neurostimulator (ins) longevity, and that the implant only lasted 7 months. The implant was replaced on (B)(6) 2016 due to the "low battery signal" a month prior to date notified. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from a friend or family member of the patient reported that everything was taken care of after the device was removed. It was confirmed that the healthcare provider (hcp) told them the circumstances that led to the ins depleting in 7 months was due to the settings and programming the device was set on. As a result they decided to replace the ins with a rechargeable device.